Event description:
The patient reportedly hit their head on the implant site. Following the trauma, the patient experienced no lock between their external equipment and the cochlear implant. The patient was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. The patient's cii device has been explanted.